Event description:
I was implanted with silicone implants in 1974 and gave birth to a girl in (B)(6). She developed allergy to her formula. I was unable to breast feed because of severe capsulare contracture. Her allergies continued on along with asthma and her immunoglobulins were checked as a teenager and were very high at over 500 with 114 being the upper limit. She did get allergy shots and treatment for asthma. She continues to have problems with allergies and takes benadryl.